Manufacturer narrative:
The reported event of ¿the stylet could not be removed¿ and ¿the inner coil of the lead was extruding¿ were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Manufacturer narrative:
Correction: previously reported g3 - date received by manufacturer should have been nov 21, 2024 instead of nov 18, 2024.

Event description:
It was reported that the patient presented for lead implantation procedure. During the procedure, the stylet could not be removed from the lead and it was noted that the inner coil of the lead was extruding. The lead was not used and replaced. The patient was stable during the complete procedure with no adverse effects.